Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient stated that they did not experience any trauma, but that the original implant was uncomfortable. Surgical intervention took place wherein the patient's ipg pocket site was relocated on (B)(6) 2018. Therapy was restored postoperatively.